Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) test found no breaks along the fiber length. The fiber passed the functional test for saline flow and connector function. Upon microscopic inspection it was found that the glass cap exhibited a distal circumferential fracture. With all the information available, boston scientific concludes that the identified distal circumferential fracture, may have led to forward firing. However, the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The reported fiber tip break was confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate, after using 108265 joules and 12 minutes and 47 seconds of fiber use, the fiber tip ruptured. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate, after using 108265 joules and 12 minutes and 47 seconds of fiber use, the fiber tip ruptured. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate, after using 108265 joules and 12 minutes and 47 seconds of fiber use, the fiber tip ruptured. The procedure was completed using another fiber. There were no patient complications reported.